Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer is experiencing high blood glucose. Customer stated that she had surgery. Customer stated that she is not getting insulin. The blood glucose reading is 175 mg/dl. Customer treated with manual injection. Nothing further reported.